Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that images were not transferring properly. The site was not knowledgeable on the system and was reported from another contact at the site (unknown) so they doesn't know if it worked previously and whether the images were transferred via network or cd/usb. The manufacturer representative noted that the image transfer between electronic picture archiving and communication systems (pacs) and the navigation system was working as designed. They stated that there was a hospital network issue that was occurring when the site was initially trying to pull the exams. No patient was present at the time of the event.

Manufacturer narrative:
The software investigation determined that the behavior described is the intended behavior of the software. The software is functioning as designed. No failure found. If information is provided in the future, a supplemental report will be issued.